Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and the buttons were not responding. The blood glucose reading was 185mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with the time clock not advancing. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted.